Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalized on (B)(6) 2024 due to high blood glucose level. Blood glucose at the time of event was 670 mg/dl. Patient received the treatment of injections of insulin. Length of hospitalization was greater than 24 hours. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.